Event description:
It was reported that a user of the ilet noted blood glucose rising from 212 mg/dl to 228 mg/dl after a recent supply change and a larger-than-usual carbohydrate meal, and sought guidance; troubleshooting and education were provided with advice to allow time for glucose to decline and to call back if no improvement. Symptoms included hyperglycemia. Outcomes included no alarms, no injury, and no need for medical intervention or hospitalization. Investigation included customer counseling and device-use troubleshooting based on the reported scenario. Investigation of this case revealed no device malfunction or component failure and suggested a physiological response to increased carbohydrate intake shortly after a supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.